Event description:
This customer reported that they had a faulty therapy cable connector.

Manufacturer narrative:
This customer reported that they had a faulty therapy cable connector. The unit was evaluated at the customer site by a philips field service engineer, and the failure was verified. Replacing the therapy connector assembly resolved the issue.